Event description:
N/a.

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp for the reported malfunction. It was stated that the mains switch was off. No repair information has been provided. However, the iabp was cleared for clinical use and returned to the customer. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text: evaluation not requested by complainant.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) battery does not recharge.